Event description:
The facility from another country reported that a female patient was hospitalized in 2008, due to a diagnosis of peritonitis after using dianeal, and extraneal solution and a uv flash device. The patient's peritoneal effluent was cultured, and found to be positive for staphylococcus agalactiae. It is unknown what treatment the patient received, and the length of treatment. The nurse indicates that the relationship between the event and the uv flash device was unknown. The physician indicated he did not feel the event was related to the uv flash device. The patient outcome is unknown.

Manufacturer narrative:
A request for the return of the device has been made. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.